Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) 'rolls around' in the pocket and when they lie down they have to 'flip' it back into position. The ipg remains in use. No patient complications have been reported as a result of this event.